Event description:
Customer reported that his wife noticed him sweating, tested his blood glucose on their meter and it read 38mg/dl. Customer drank orange juice and got a reading of 98mg/dl which was higher than he felt as he stated he still felt symptomatic and his body was "clenched and unresponsive in a diabetic stupor". Paramedics were called, got an hcp meter reading of 22mg/dl and administered IV glucose and food. He was treated on scene and not transported to a hosp. Therefore, no diagnosis was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.